Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the aortopulmonary collaterals using pod packing coils, a lantern delivery microcatheter (lantern), and non-penumbra catheter. During the procedure, while obtaining access through a catheter, the physician attempted to advance the lantern through a previously placed coil mass. With forward tension on the lantern, the tip prolapsed into the parent vessel. The physician was then able to successfully advance the lantern through the coil mass. The physician attempted to deliver a pod pc into the vessel, but it would not advance through the tip of the lantern. Therefore, the pod pc and the lantern were removed. It was noted that the tip of the lantern had become kinked. The procedure was completed using new pod pcs and a new lantern. There was no report of an adverse effect to the patient.